Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with an endoscope adapter (aea) bearing contributing to friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer called in to report that they were facing an endoscope issue making non-intuitive motion. Technical support engineer (tse) connected to the system and noticed that the endoscope was not properly detected; up or down position was not indicated. Tse asked customer to reseat the endoscope and the sterile adapter. Customer stated that the surgeon did not want to, and the surgery would end in 10 minutes. There was no report of patient injury.